Event description:
The customer reported that the control knob is not working correctly. The unit isn't switching back from 200 joules via the control knob. There was no report of patient involvement.